Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a motor error alarm and a no delivery alarm. Customer was assisted with performing a fixed prime and it was found insulin was able to exit. Customer was advised the alarms may be caused by a site related issue or a bent cannula. Customer also stated her blood glucose was 500 mg/dl. No additional information provided.